Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (service code 110) are under investigation. As received, the monitor failed incoming testing. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) female pt contacted zoll customer support and reported that her monitor was displaying service code 110. Pt was issued a replacement monitor.